Manufacturer narrative:
Philips received a complaint on the als m3536a (heartstart mrx als monitor) indicating that the device will sometimes alarm. The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite and the reported problem was confirmed. Both the operational check (op check) and defibrillation test were performed and failed. It was confirmed that the therapy capacitor assembly was at fault. The therapy capacitor assembly was replaced. Functional tests were performed and passed. The device was operational after repairs were completed. The device remains at the customer's site. No further action is required at this time.

Event description:
It was reported to philips that the heartstart mrx als monitor will sometimes alarm. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.